Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
Updated sections: b4, e1 (email), e2, e3, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d5, d10, e1 (reporter), e4, g2, h6(health clinical & impact).

Event description:
It was reported that during installation by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no harm event reported. A getinge field service engineer (fse) evaluated and replaced helium pressure regulator and regulator, high pressure, helium. He also retightened all helium connections in the cart which resolved the issue. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. Retaining the high pressure regulator in the failure analysis and testing department per procedure.

Event description:
N/a